Event description:
It was reported that the patient presented in clinic for follow up. High capture thresholds were noted and device interrogation revealed intermittent capture on the right ventricular (rv) lead. On (B)(6) 2025, fluoroscopy was performed and revealed slack pulled back and dislodgement on the rv lead. The physician elected to explant and replace the rv lead that day. The patient condition was stable.